Manufacturer narrative:
Correction: b5, e1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the reload became stuck on a piece of tissue. The physician attempted to open the reload by pressing the two green buttons for more than 30 seconds to reset the powered stapler and release the reload, but this wasunsuccessful. The adapter was disconnected from the handle and then reconnected, but there was no response from the adapter, the handle, or the reload. A third troubleshooting attempt was made using a screwdriver, which also failed, leaving the tissue clamped inside the reload and the device unable to be opened. To safely complete the procedure, the surgeon used entirely new equipment and applied new staplers on both sides of the reload, performing this bilaterally. The surgical time was extended by 30 minutes as a result of this event.

Manufacturer narrative:
D10: concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu, (lot number: n5l1224y) sigphandle, sig power sigphandle handle, (serial number: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the reload became stuck on a piece of tissue. The physician attempted to open the reload by pressing the two green buttons for more than 30 seconds to reset the powered stapler and release the reload, but this was unsuccessful. The adapter was disconnected from the handle and then reconnected, but there was no response from the adapter, the handle, or the reload. A third troubleshooting attempt was made using a screwdriver, which also failed, leaving the tissue clamped inside the reload and the device unable to be opened. To safely complete the procedure, the surgeon used entirely new equipment and applied new staplers on both sides of the reload, performing this bilaterally.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the tip of the firing rod indicative of a disconnection from the reload laminates. Functional testing found the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The adapter had 12. Of 50 procedures remaining. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software. The device calibrated correctly. It was reported that the instrument locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: abnormalities during testing. Functional testing found an rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. When firing on the a1 testing unit, the adapter was heard to be "skipping" and did not fire completely. The most likely cause for the additional condition is was component. Another unreported condition was identified: outer tube damage. Visual inspection noted a dent in the outer tube. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.